Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 23.0 diopter intraocular lens was explanted from a patient left eye due to diplopia. The lens was replaced with the same model lens of a lower diopter (21.0). There was no incision enlargement, no vitrectomy and no sutures require. There was no injury reported and patient is doing well.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/13/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and was observed cut in three pieces and with both haptics detached. This condition could be related to the explant process. There was no product deficiency allegation against the device. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.